Event description:
It was reported that the charger for the ilet system did not charge the pump after the user placed the pump on the charger, and the pump powered down and did not recover despite trying multiple outlets, indicating a charging problem associated with the battery charger. Customer care provided support that included communication with the user and analysis of information provided by the user. Investigation of this case revealed a power source problem associated with the battery charger consistent with a charging problem. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.